Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. Approximately four weeks prior to (B)(6) 2022 the patient underwent monotherapy brachytherapy procedure. After the monotherapy brachytherapy procedure, the patient experienced rectal bleeding. Magnetic resonance imaging (MRI) was performed to rule out a significant infection and showed gel in between the rectal tissue layers. The patient was sent to emergency department (ed) to undergo antibiotic treatment and colonoscopy. The colonoscopy showed a rectal bulge at the level of the prostate with an ulceration, it was noted that, everything was structurally intact. The physician plans to do steroid suppositories twice a day until the patient becomes asymptomatic. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Event date: the exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. Approximately four weeks prior to (B)(6), 2022 the patient underwent monotherapy brachytherapy procedure. After the monotherapy brachytherapy procedure, the patient experienced rectal bleeding. Magnetic resonance imaging (MRI) was performed to rule out a significant infection and showed gel in between the rectal tissue layers. The patient was sent to emergency department (ed) to undergo antibiotic treatment and colonoscopy. The colonoscopy showed a rectal bulge at the level of the prostate with an ulceration, it was noted that, everything was structurally intact. The physician plans to do steroid suppositories twice a day until the patient becomes asymptomatic. Additional information received on april 19, 2022 magnetic resonance imaging (MRI) was reviewed and it showed the serosa was bisected by the spaceoar gel. It appeared to be 50% involvement of the rectal wall and there was a punctate opening to the lumen. The endoscopy report was reviewed and showed a 2cm ulceration with a palpable mass underneath it. The ulceration appears to be very white and spaceoar bulging underneath it. There was possibly a thin layer of mucosa over the mass. The physician recommended oral anti-inflammatory. The patient was advised to wait for treatment and repeat the scope to see if the mucosa has healed before proceeding with simulation for the intensity-modulated radiation therapy (imrt).

Manufacturer narrative:
Additional information was received on april 19, 2022, block b5: incident narratives. Block b3: the exact date of the event is unknown. The provided event date, 01apr2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 12apr2022. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non vascular. Clinical code e 9151 captures the reportable event of infection clinical code e 9285 captures the reportable event of ulceration evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.